Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 28 mg/dl. The customer treated low blood glucose value with eating. Customer was driving and cannot provide information. Customer had low blood glucose level for 3 days. The device will not be returned for analysis.